Event description:
Additional information received reported that an ultrasound was done three years and nine months post index procedure. The maximum abdominal aortic aneurysm diameter measured 30 mm. The ultrasound noted thrombus visible within the stent graft.

Event description:
An endurant aui stent graft system and a stent from another manufacturer were implanted for the treatment of a saccular 41 mm in diameter abdominal aortic aneurysm with an infra-renal angle of 20 degrees. Proximal aorta was 20 mm in diameter. Distal aorta was 23 mm in diameter. The proximal aortic neck was 15 mm. Right iliac artery was 8 mm in diameter and the left iliac artery was 9 mm in diameter. The right femoral artery was 6.5 mm in diameter and the left femoral artery was 7 mm in diameter. The right iliac artery and the left iliac artery were mildly tortuous. The circumferential aortic mural thrombus/calcification at the proximal neck was 40%. The stent graft was ballooned and fem-fem crossover was performed at the time of implantation procedure. It was reported that the ultrasound done approximately four months post implant showed evidence of type ii endoleak. A small amount of echo contrast was seen in the posterior part of the aneurysmal sac suspicious of a trivial type ii endoleak. The aneurysm measured 39 mm. No action was taken to correct the type ii endoleak and the patient was being monitored. An ultrasound done approximately 19 months post implant noted maximum abdominal aortic aneurysm diameter of 28 mm. An ultrasound done approximately 35 months post implant noted maximum abdominal aortic aneurysm diameter of 32 mm. An ultrasound done approximately 45 months post implant noted a maximum abdominal aortic aneurysm diameter of 57 mm. Stent graft occlusion was observed approximately 50 months post implant. The patient was admitted with bilateral lower limb acute ischemia due to thrombus in stent graft. The ischemia was worse in the left limb. The patient was diagnosed with occlusion in aui, left iliac limb, and fem-fem cross over graft. Surgical interventions of left femoral cut down, fem-fem cross over thrombectomy, sfa fem-fem cross over short interposition bypass, left axillary-femoral bypass, and right femoral/graft thrombectomy were done on the day after the occlusion was observed. In-patient hospitalization was required. Heparin infusion continued post operatively and commenced on warfarin and clexane. Patient recovered well from the surgery and was discharged back to the hospital for rehab and warfarin therapy maximization. Event was resolved. Investigator assessment stated that the event is not related to the study procedure; however it is related to the study device. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the investigator noted that the previously reported ultrasound revealed that the aortic aneurysm measured 30 mm in diameter and that no technical observations were observed at that time.

Manufacturer narrative:
(B)(4).